Event description:
It was reported that the patient fell three weeks prior to report and ¿badly¿ sprained the foot and ankle. After that, the patient fell twice two days prior to report and the next day had acute nerve pain in left thigh and hip but the patient stated that it was typical. The patient had that before the implant and had the implant because they were having ¿acute nerve pain to where they could not function.¿ it was noted that the device worked ¿beautifully¿ for the issue. However, the patient reported that because it was such a ¿hard¿ fall, the patient thought the device was not able to cover the pain. The patient had a lot of numbness and ¿tingling¿ in the fingers. The patient had a lot of tingling in the fingertips and some on the arm. On the date of report, the patient had tingling in fingers, feet and forearms. The numbness began after the fall but the patient did not notice until the morning of report. The patient noted that in 2003, they also had problems with tingling but mostly in the feet. The patient found out that it was an l4-l5 ¿problem.¿ the patient noted that was where the leads were centered. The patient noted that they were also on medication. The patient was on program one at 4.0 and tried to turn it down, but it was too low. The patient contacted the healthcare professional (hcp). The patient stated that they hcp was wondering if the patient had ¿played¿ with the patient programmer too much. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0428303v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).